Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 120 mg/dl. The customer was advised the error table indicates the pump should be replaced. Customer was advised that we are sending replacement pump.

Manufacturer narrative:
The insulin pump alarmed during the self-test and failed to receive blood glucose readings from one touch ultra link blood glucose meter due to faulty electrical component on the radio frequency board. The insulin pump was received with operating currents within specifications and passed a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had cracked battery tube threads.